Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer septal occluder was successfully implanted without issue. On (B)(6) 2025, the device was found to have embolized into the abdominal aorta. Percutaneous retrieval was performed to remove the device. The patient remained stable and will recover. A follow-up procedure was discussed to close the asd.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was retrieved percutaneously. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer septal occluder was successfully implanted without issue. On 02 jun. 2025, the device was found to have embolized into the abdominal aorta. Percutaneous retrieval was performed to remove the device. The patient remained stable and will recover. A follow-up procedure was discussed to close the asd.